Event description:
The event is reported as: the staples are not closing during use. No patient injury reported.

Manufacturer narrative:
No sample is available for investigation. Investigation is incomplete at time of this report. A follow-up report will be sent when completed.